Manufacturer narrative:
The customer informed the remote service engineer (rse) that they needed an estimate for parts due to a loudspeaker failure. In a good faith effort (gfe) response from the regional quality specialist received, it was stated that no more information or detail on the faulty speaker is available or obtainable. In addition, no further patient information was provided or available. We are unable to confirm the alleged device issue or final disposition of the device because the customer allowed the quote for onsite service and a replacement speaker to expire, refusing service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a speaker fault. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they needed an estimate for parts due to a loudspeaker failure. The delivery of a replacement speaker is pending. In a good faith effort (gfe) response from the regional quality specialist received on 14aug2023, it was stated that no more information or detail on the faulty speaker is available or obtainable. In addition, no further patient information was provided or available. This investigation is ongoing.